Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. Siemens healthcare diagnostics is investigating. Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." (B)(4).

Event description:
A (B)(6) advia centaur xp hbc total result was obtained for a patient sample. The result was discordant with two alternate methods. The results were positive on the alternate methods. The patient samples were tested for (B)(6). The results were (B)(6) on (B)(6) and (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
MDR 1219913-2015-00123 was filed on july 2, 2015 reporting a (B)(6) advia centaur xp (B)(6) total result. The result was discordant to two alternate methods. August 25, 2015 - additional information: siemens requested the sample for testing but it is not available. The overall sensitivity of the assay is not being questioned by the account. Root cause cannot be determined since the sample is not available for testing.